Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation reproduced the customer's allegation of "safety error" by experiencing a "system error 105" message while running a loaded set. The device was found out of specification in relation to the reported system error 105. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump "reads safety error", which was clarified during baxter's evaluation as system error 105. It was also reported that "no intervention necessary". Any patient involvement or injury is unknown.